Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with misclassification of ventricular tachycardia (vt) as supraventricular tachycardia (svt). Therapy was withheld due to the misclassification. No changes were reported. The patient was stable.